Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high number of sensing integrity counter (sic) and seven false ventricular high rates from oversensing on the right ventricular (rv) lead, which was reproduced in clinic with arm movements. It was also reported that there were brief moments of pacemaker inhibition for two to four seconds during which time the patient was symptomatic. The device was reprogrammed and the following day, x-rays subsequently identified a fracture and the lead was replaced. No further patient complications have been reported as a result of this event.